Manufacturer narrative:
Device was used for treatment, not diagnosis. Von recum, j., et al. (2012). Characteristics of two different locking compression plates in the volar fixation of complex articular distal radius fractures. Bone joint res 2012, 1:111-17. This report is for an unknown screw for a 3.5mm locking compression plate for distal radius/unknown quantity/unknown lot. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: von recum, j., et al. (2012). Characteristics of two different locking compression plates in the volar fixation of complex articular distal radius fractures. Bone joint res 2012, 1:111-17. Switzerland, germany, and USA. The study objective was to investigate the differences of open reduction and internal fixation (orif) of complex ao type c distal radius fractures between two different models of a single implant type. The study included a total of 136 patients who received either a 2.4mm (n=61) or 3.5mm (n=75) distal radius locking compression plate (lcp dr) using a volar approach who were followed over two years. Various scale and test evaluations were used to measure patient outcomes. The study population consisted of twenty-one (21) men and fifty-four (54) women in the 3.5mm group with a mean age of 55.5 years (25 to 80), and nineteen (19) men and forty-two (42) women in 2.4mm group with a mean age of 51.9 years (18 to 78). The following complications were reported for the 3.5mm group; one (1) patient experienced implant/surgery complications such as screw pull out. This is report 5 of 5 for (B)(4). This report is for an unknown screw for a 3.5mm locking compression plate for distal radius.